Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the header was detached from the device case as reported. All seal plugs were missing and the capture washers were bowed upwards. Microscopic inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead. This was the cause for the difficulty in removing the ra lead from the device during the replacement procedure.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a routine device replacement procedure, difficulty was encountered with removing the right atrial (ra) lead from the header of this pacemaker. It was noted that the lead was able to be removed from the header, however, the header came off of the device case. The device was explanted and replaced. No adverse patient effects were reported.